Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting procedure, a wire was sticking out at the v keeper. *no consequences or impact to the patient. *there was delay in the procedure for no more than 30 minutes. *product was changed out. *surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on nov 21, 2017. The sample was not returned for evaluation therefore thorough investigation could not be performed and definitive root cause can not be determined. The affected lot number was not provided; however, device history records for lots that were manufactured over the last year from the date of the occurrence was reviewed and indicated no anomalies. The most likely causes include, excessive force applied to the distal end of the v-cutter while entering into the tunnel during use. The components fractured and cracked, causing the adhesive material to separate, and/or excessive force was applied to the distal end of the v cutter while entering into the tunnel. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.